Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reported symptom false upstream occlusion alarms, but did not reproduce it. The eval found that the ultrasonic readings were within specification. The ultrasonic sensor was replace, since it is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum infusion pump falsely alarmed upstream occlusion. It was also reported that there was no pt injury.